Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The long bipolar grasper instrument was analyzed and found to have a severely bent grip tip. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer stated the long bipolar grasper instrument was not moving well and it was malfunctioning. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive followed up and obtained additional information. The clinical sales associate (csa) attempted to meet with the console surgeon, but the console surgeon was transferred to another hospital and was not able to get additional information. Only information the csa obtained was that the event date may be 31-jan-2025.

Event description:
Refer to h11 for follow-up information.